Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
On (B)(6) 2013 nurse at the hospital reported patient was admitted for elevated blood glucose readings. No blood glucose values were provided. Patient's normal blood glucose level was not provided. Nurse stated patient is diagnosed with dka and was in the ICU and at this time is being transferred from the ICU to her care. Nurse reported she is not certain when the patient was admitted and does not have a discharge date at this time. Advised nurse of patient's basal rate. Advised nurse patient's carb ratio and insulin sensitivity is not located in the infusion device. Nurse stated the patient reported he took himself off of pump therapy due to nausea and vomiting; exact time and date is unknown. Nurse reported the patient is currently off of pump therapy and on an IV with insulin. Nurse stated the patient is very confused and she is attempting to assess the patient. Nurse reported she will be contacting the patient's endocrinologist. Attempts to follow up with the patient were unsuccessful. No product return was requested.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the serial number is not available, the complaint could not be replicated. (B)(4): device was not returned.